Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
At 3:30 p.m. On (B)(6) a registered nurse in the pediatric department, successfully inserted a cannula into a young patient. While removing the cannula hub, she discovered that the needle cone had fractured at the connection point with the cannula shaft, preventing its removal. She immediately removed the cannula and opened a new one to reinsert it into the patient.